Event description:
It was reported that customer did not see drops of insulin at end of tubing during fill tubing step of load sequence and had not been using room temperature insulin or completing cartridge air removal as instructed. There was no reported adverse impact to the customer¿s blood glucose level. Customer was educated to use room temperature insulin and to remove air from cartridge before filling, and was guided through filling and loading new cartridge; after escalated troubleshooting, changing tubing resolved issue and customer resumed insulin delivery successfully, with no further assistance needed.